Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, while attempting to introduce the next pod pc into the microcatheter, the pod pc was only able to advance a few inches through its introducer sheath. Subsequently, the pusher assembly became kinked. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.